Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a false upstream occlusion alarm. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information h3, h6 and h10: the device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported false upstream occlusion alarms which were reproduced during evaluation. System error 345 alarms were verified through a review of the event history log and an out of specification ultrasonic sensor and therefore the upstream senor was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.